Event description:
Follow-up information revealed the patient underwent additional surgical intervention on (B)(6) 2018 wherein a new lead was placed. Effective stimulation resumed following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (japan) the patent's stimulation had changed after a recent fall. X-rays revealed the patient's lead had migrated. As such, the patient was to undergo surgical intervention on (B)(6) 2018 to have the lead repositioned. However, during the procedure, adhesion of the lead and the body tissue was observed. As such, the lead was explanted.